Event description:
It was reported that the programmer fell when a shelf broke, and a small scratch on the handle was noted however it was further reported that the programmer was then unable to update software via the software distribution network (universal serial bus [usb] was not attempted). Question whether it was related to the fall. The programmer was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer locked up when attempting to update software, issue was resolved after software reload. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the upper case was damaged, the system fan was noisy, the chart recorder was out of specification. (B)(4).